Manufacturer narrative:
Zimvie received one (1) oss485, (osseotite® implant 4 x 8.5mm) for evaluation. Visual evaluation / functional test was performed, implant shows wear and mount is able to be disengaged from implant as intended. No malfunction identified. DHR review was completed for the subject lot number 2023041042. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023041042, for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. The customer did not submit images for the reported event. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The mount is able to be disengaged from implant as intended. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the mount won't come off. The doctor implanted the implant, but the mount did not come off the fixture and the implant fell out. Please investigate and answer. He is scheduled to have an implant inserted in the near future.